Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was over 530 mg/dl, at the time of incidence. Customer treated with manual injection for high blood glucose level. Customer reported that they had no delivery alarm. Customer reported that the cannula was bent. The insulin was exited during manual prime. The insulin pump will not be returned for analysis.